Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was a colleague of the actual rep in the or. Before bringing the rep on, the, caller stated they were dealing with a situation where the patient was having ins replaced with micro and the lead was being replaced for MRI capability (as far as caller knew). The caller stated that they had tried taking the lead out of the micro, turning off the or lights, and placing a towel under the communicator but the rep and the surgeon were getting consistent high impedances. It was mentioned that the pocket was still open but the ins is in the pocket. The rep was brought on the call and they stated that all contacts associate with 1 are showing >4k ohms. Multiple attempts to pull the lead out, wipe down and reinsert were done on the call but the impedance issue remained. The rep tested for motor response on program 2 (1/3 contact) and could not get past .3ma due to oor. The rep tried program 3 (2/0) and noted that a patient response required higher than the 1.5ma. It took while intra-op but the rep was able to get response. Program 4 produced bellows. Technical services reviewed considerations moving forward. The rep did mention in passing on the call that the previous lead may have had issues as well. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that cause was unknown. The rep had called tech services in case to try and resolve impedance issues. The issue was not resolved the time of this report.